Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the elite rigid optical grasping forceps experienced optical teeth are not lining up issue during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: jaw and link is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: jaw & link is damaged should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.